Manufacturer narrative:
The investigation for the introducer damage has been completed. The introducer was returned for evaluation. The orange valve was seen to be broken and adhesive residue was found below it suggesting insufficient adhesive was used during manufacturing. Data log analysis was not necessary for this complaint. According to the clinical, after the dilator was removed, the 14fr short sheath was inserted. While inserting the 14fr short sheath half of the orange ring fell off and bleeding began to occur. The dilator was then pushed back into place as the sheath was exchanged for the 24fr long sheath. The cause of the mechanical introducer damage was a damaged valve. Added-d6a/d6b f6/f8 should have been left blank in the initial report. H6 component code 4761 changed to 481.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 80-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician placed a 14fr short sheath for a delivery of the cp to the anatomy. The dilator was removed from the sheath and at that time one half of the orange ring fell off and there was some bleeding. The team remedied the issue by removal of the short 14fr and placement of the long 14fr. No lasting harm or injury that prompted further intervention, no blood products noted.